Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked and its distal tip damaged. Although the cannula assembly was kinked and damaged, this did not affect insulin delivery as fluid freely flowed through the fluid path. Inspection of the device found no other damages or defects that could contribute to a failure of the pod to deliver insulin. The downloaded data shows no timeouts or driver stalls that could indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. As treatment the patient replaced the pod and gave themselves a bolus.